Event description:
It was reported that a right atrial leadless pacemaker (lp) exhibited difficulties when trying to release after fixation. Troubleshooting, including waiting for multiple heart cycles and adding tension, was unsuccessful. Advancing the delivery catheter's protective sleeve did led to the device releasing but also dislodging. The dislodgement was confirmed through fluoroscopy and a loss of capture. The device was retrieved and successfully implanted to complete the procedure. Patient was stable.